Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reported via 2017 cardiovascular intervention and therapeutics conference it was reported that the burr was stuck in the lesion. The 100% stenosed target lesion was located in the severely tortuous right coronary artery (rca). A 1.25mm rotalink¿ plus was selected for use. During ablation at 190,000rpm, it was noted that the burr became stuck in the lesion. The proximal shaft was cut and the drive sheath was pulled out. A microcatheter was then inserted attempting to release the burr from being stuck; however, the burr became stuck again at proximal rca. Subsequently, the stenosed area was inflated with a balloon successfully removing the burr outside patient¿s body. There were no further patient complications reported.